Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced hardware failure. Dexcom technical support advised patient to reset device on (B)(6) 2014, but error code repeated itself.